Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Additional information indicates that dislodgement was found during the procedure. Fluoroscopy was done. There were no clinical observations noted prior to dislodgement. This lead repositioned during the case and still remains in service. No additional adverse patient effects were reported.